Manufacturer narrative:
Zimvie complaint number (B)(4). Concomitant medical products: xifnt685 item name: osseotite? Tapered certain? Implant 6 x 8.5mm, lot number 2019090912.

Event description:
It was reported that the abutment screw fractured at the head and since it could not be extracted. The doctor proceeded to remove the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product evaluation: one implant and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Unable to verify that a fractured screw is present. An unidentifiable material is covering the screw hole. Functional testing could not be performed since the screw hole was covered. Pre-existing condition noted on the per was 'high bone density ¿ type I'. The reported device had been placed on tooth #46 (fdi) for approximately 5 months. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - biomet 3i dental implant IFU, p-iis086gi rev. I 2022/04 information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component damage. Biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR, sterilization, and complaint history review: DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.